Event description:
The device was explanted due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed via review of the battery voltage trend. The ICD operated as expected on an external power supply. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of premature battery depletion remains undetermined.